Event description:
It was reported that an articular surface and tibial tray would not assemble. The surgeon tried to insert the liner and lock with an insert gun, but the insert would not lock down. The surgeon washed and cleaned up before inserting the liner again. There was no tissue or cement in the tibia or blocking the insert from going in but was still unable to lock down the insert. As a last resort, the surgeon tried to punch the insert in with a tibia punch with inwards and downwards direction, and there was still a big gap between the insert and tibia. There is no additional information available.

Manufacturer narrative:
(B)(4). G2: singapore. H3: customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2, d9, g1, g3, g6, h1, h2, h3, h6, and h11. Corrected: h4. Visual examination of the returned product identified signs of attempted implant assembly with damage and gouges visible around the inserter/extractor slot, along with outer rail damage. The dovetail (locking feature) was found to be flared out. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. This complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.